Event description:
Pt's ng tube found pulled out approx 8 inches. Nurse unable to advance tube, so it was removed. End of tube was detached. Physician notified, x-ray obtained and new ng tube inserted. Ng had been replaced 10/3/94. X-ray showed feeding tube tip in lower esophagus.